Event description:
It was reported that the lead dislodged, resulting in undersensing and high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4558m53 lead, implanted on (B)(6) 1998; 2257-40 ipg implanted on (B)(6) 2013. (B)(4).